Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a high blood glucose event with a current blood glucose reading of 191 mg/dl on september 16, 2025. The event began on the same day and is ongoing. The event involved product(s) mmt-1884,mmt-866a,mmt-332a,mmt-7040a. The patient treated with a bolus and manual insulin injection/pen. Troubleshooting was performed and the insulin pump system was in use within 48 hours prior to the event, but the auto mode/smartguard feature was not active at the time. Customer alleges pump is under delivering because the auto correction was off. No further patient complications were reported. Mmt-1884,mmt-866a,mmt-332a,mmt-7040a products were not expected to return.